Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited alerts for low impedance and for possibly that high voltage therapy was not delivered. The patient presented on 03/18/2019 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.